Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant result on a pt. Three samples were drawn, sample type unk. Time: unk, result: 0.00. Time: 12:00 pm, result: 0.28. Time: 17:00, result: 0.01. The 12:00 pm sample was repeated and was 0.0 [repeat time unk]. The lab reran the 12pm sample which resulted 0.00. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).